Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the customer verbatim, the ¿transparent gel-like object¿ found on the needle tip could be the silicone lubricant on the cannula or catheter, which is intended to reduce cannula penetration and catheter drag force during product application. However, as no photo or sample was returned, the actual foreign matter type could not be confirmed, and the root cause could not be established. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that silicone was visible on the tip of the bd insyte¿ peripheral venous catheter needle while preparing to place it in the patient. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022 , the head nurse of the operating room was preparing to administer a disposable intravenous indwelling needle to a patient when she noticed a transparent gel-like object on the tip."